Event description:
It was reported that the device incorrectly interpreted atrial fibrillation as ventricular tachycardia. No inappropriate high voltage therapy was delivered. Device reprogramming was performed to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device incorrectly interpreted atrial fibrillation as ventricular tachycardia. No inappropriate high voltage therapy was delivered. Device reprogramming was anticipated to resolve the event. The patient was stable and there were no adverse consequences.